Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient experienced buzzing from their device periodically and the patient was wondering if it was possibly due to an outside conduit source. The patient was seen at the clinic and there was no issue with the device. No patient complications have been reported as a result of this event.